Event description:
Customer reported the insulin pump was not responding. Customer stated that he was attempting to deliver a bolus and was trying to add carbohydrates and number started ramping. He couldn't get it to stop so attempted to remove the battery, but it continued to alarm. Customer's blood glucose was 157 mg/dl. Customer stated he was near the beach, but no excessive exposure to moisture. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot. No display anomaly was noted.